Event description:
It was reported that the patient with this right atrial (ra) lead had a full system extraction due to wound dehiscence in the pocket. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.